Event description:
It was reported that during central processing, the distal end of the 0-degree endoscope plus is bent, and the lenses are scratched. There was no report of patient involvement or patient injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the endoscope is no longer in the site; it was transferred to a different hospital.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The endoscope was analyzed and was visually inspected and found with mechanical damage to the scope's distal tip. The endoscope. During inspection of the endoscope cable integrated connector, the cable integrated connector housing exhibited discoloration. The endoscope was evaluated and found with a camera instrument adapter defect. The endoscope was placed through friction test using a screening aide to manually rotate the adapter to detect for friction. The camera instrument adapter did not rotate properly and/or noises were heard during testing and confirmed as binding. The complaint was confirmed by failure analysis. The probable root cause is attributed to damage during use or improper handling, which may include accidental drops of the endoscope or inadvertent collisions with hard surfaces.